Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the objective lens unit cracked, the remote control buttons cut, the u/d knob loose, the air/water socket attaching nut loose, the distal body worn out, the water nozzle sharp, the bending rubber discolored, the insertion flexible tube (ift) discolored, the angle wire grinding, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).